Event description:
The following information was received via a study article. The intention of this study was to provide a review of the use of proglide devices in the subclavian artery for unintentional arterial cannulation. It was reported in once case that an arteriotomy closure of the right subclavian artery was done using a proglide device with a 7f sheath. Reportedly, the device was successfully deployed, but failed to achieve hemostasis, which resulting in bleeding. A balloon catheter was used to achieve hemostasis. Details are listed in the attached article, "percutaneous closure of accidentally subclavian artery catheterization: time to change first line approach?"

Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. H6: medical device problem code 1494 clarifier - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional closure devices (perclose, proglide, starclose) mentioned in the article are filed under separated medwatch report numbers. ((B)(6)). Attachment: article titled "percutaneous closure of accidentally subclavian artery catheterization: time to change first line approach?"

Manufacturer narrative:
Reportedly, the proglide suture mediated closure (smc) device was used in the subclavian artery. It should be noted the electronic proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. Based on the reported information, it is possible the issue was related to patient anatomical conditions; however, this cannot be confirmed. The reported patient effect of hemorrhage is listed in the perclose proglide IFU as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.